Event description:
It was reported that upon interrogation, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed negative five-digit number of treated episodes. The session was ended, and the device was re-interrogated. The next interrogation showed 0 treated episodes. The device data was sent to technical services (ts) to assess for potential memory corruption. Ts determined that the device did undergo a benign reset which caused data corruption. The device was able to self-correct and no intervention was recommended. No adverse patient effects were reported. The device remains implanted and in service.